Manufacturer narrative:
The pump was received with the operating currents within specifications and passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The no delivery alarm functioned properly during the basic occlusion and occlusion tests. The pump was received with minor scratches on the lcd window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the blood glucose ran high to 470 mg/dl. No alarm was received to indicate that the insulin was not delivered. The drive support cap appeared normal and the insulin pump passed the displacement test. The cannula was not bent. No leaks were observed during priming. The insulin pump failed the high pressure test. It was advised that the customer discontinue use of the insulin pump and revert to a back up plan. The insulin pump was not returned for analysis.